Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-04149. It was reported the pt felt a heating or burning sensation at the ipg pocket site whether the stimulation was on or off. The pt reported heating was worse when the charging system was used. The pt reported charging recommendations. The pt was provided with charging recommendations. The pt had scheduled an appointment to meet with the physician regarding the issue.